Manufacturer narrative:
Regional service completed an inspection of the equipment and the reported issue was not seen. All the functional tests were carried out according to the injector's service checklist and everything was normal. It appears that the staff did not know how to handle the equipment, and did not know how to remove the air from the disposables. Service provided guidance for correct operation and advised additional operational training. The equipment was operating normally and fully functional. A review of cts shows no similar issue reported on this unit. A review of guerbet complaint tracking system (cts) showed no related complaint activity for this device. Impact assessment summary: no injury to the patient/user reported. Imdrf codes: b01; c23; d11. Process/methods: inadequate/incorrect procedure. Root / probable cause summary: no additional CAPA required at this time. Guerbet quality will continue to monitor and trend for similar issues. These trends and issues are reported on during quality metrics review and during the management reviews to consider input for additional corrective action. Disposition summary: unit remained in full service.

Event description:
This incident was reported by a facility in (B)(6), brazil on 19 january 2023. The reporter informed that air bubbles are entering during the injection of contrast media. There was no injury to patient. Procedure was not concluded. They don´t know the contrast media used.